Event description:
Subsequent to the initial medwatch report, the following information was received:a posterior foot break was found during evaluation of the returned device. Follow-up with the account confirmed that post removal, the foot was broken but still intact with the footplate. The foot separated outside of the patient due to handling of the device. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break and foot separtion were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Follow up with the account confirmed the foot separation occurred during post procedure handling. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: device code 1562/foot was removed patient code 4641/na was removed.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break occurred after retracting the plunger. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.